Manufacturer narrative:
Explanted date: device was not explanted. Occupation: vascular surgeon. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that bilateral angio-seals were placed post peripheral procedure. No distal pulses were found. An ultrasound was taken and discovered bilateral femoral occlusion. The patient was discharged before the ultrasound results. The doctor performed a cutdown on (B)(6) 2022, and bilateral occlusion was confirmed in both common femoral arteries. Pictures show extensive plaque in both common femoral arteries. Bilateral endarterectomies with patch repair was done on (B)(6) 2022. The patient was in stable condition. The surgical repair went well. The blood loss was less than 250cc's. Additional information was received on (B)(6) 2022: a 6 french sheath was used for both sides. The left common femoral artery measured 4.2 millimeters (mm) and showed posterior plaque. The right common femoral artery measured 5.7mm and showed posterior plaque. A pre-deployment angiogram was performed. Access was performed under ultrasound. There was no difficulty with arterial access, sheath, guidewire, or catheter insertion during access, sheath exchanges or during the angio-seal deployment. There were no difficulties with insertion deployment, or withdrawal of the device. The deployment was smooth and there was no oozing post deployment. No manual pressure or fem stop was needed. The angio-seal provided hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been patient factors contributing to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).